Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and percutaneous coronary intervention (pci). A stent was paced to the left anterior descending artery and percutaneous transluminal coronary angioplasty to the circumflex. After the peel-away sheath was removed, a repositioning sheath was sutured in place. However, at the end of the procedure a hematoma was noted. Consequently, the site had to have the sutures redone and angle matching. Following, the pump was successfully weaned and explanted from the patient with a survived outcome and the site was closed with perclose. The patient was reported to be in stable condition following the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿